Event description:
The reporter indicated that the pt was admitted due to frequent shocks. The reporter also stated that during "eps", stat shock was requested during automatic "atp" delivery continued beyond the programmed number of pulse. A magnet was applied to interrupt. In the final programming, "atp" was not programmed "on" due to its ineffectiveness in tachycardia termination. The pt was well in spite of the duration of the incident.